Manufacturer narrative:
The complaint that the needle would not retract could not be confirmed from the thirteen representative 18g insyte autoguard devices that were received in sealed packaging from lot #5097609. No damage or defects were identified on the returned samples. Each IV catheter was loosened from the needle as instructed in the IFU. A functional test showed that each needle fully retracted when the safety mechanism was activated. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
"Needle did not retrack to safety." Customer response received on 08-sep-2025. 1. When you pressed the button, did the needle fully retract? No, it didn¿t retract at all. 2. Did the needle retract slower than normal? No, it didn¿t retract at all. 3. Did the needle start retracting and then stop, leaving the needle exposed ? No, it never started. 4. Did the needle not move at all after pressing the button? No. 5. Did the button depress? A little but not all the way. 6. Was there any harm/serious injury to patient or hcp? If yes, please describe in detail including and treatment required. No. Just risk.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381444 and lot number 5097609. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.